Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported handle separation was confirmed. The resistance was not confirmed as it was based on circumstances of the procedure. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a de novo lesion in the iliac artery with mild calcification and 99% stenosis, a 8.0x80x135 absolute pro vascular self-expanding stent system (sess) was attempted to be delivered; however, the distal end of the sess handle met resistance with the proximal end of the introducer sheath causing the handle halves to open (break). The stent implant remained completely undeployed. The sess was simply withdrawn from the patient anatomy without any issue. Another absolute pro vascular sess was used and the procedure was completed without issue. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.